Manufacturer narrative:
This report is for an unknown matrixorthognathic screw/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent orthognathic double jaw and genioplasty. The surgeon removed bilateral sagittal split osteotomy (bsso) plates due to infection and a granulation tissue along the buccal sulcus incision. The patient had implanted hardware on (B)(6) 2020. Patient outcome was unknown. This is report 5 of 8 for (B)(4). This complaint is linked to (B)(4). This report is for an unknown matrixorthognathic screw.